Event description:
It was reported that during a sectomy procedure, a loud crunch was heard and then the device locked out on the first firing. A second device was opened and the same thing occurred. The procedure was completed with a third device. There was no patient consequence.

Manufacturer narrative:
The analysis results found that device a was returned with the firing mechanism damaged. One cartridge was received loaded in the instrument. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was fully fired and the left side was 1/4 fired. The cartridge was noted to have a piece of hard foreign object on the cartridge deck, where the wedge band bypass occurred. When this happens the cartridge gets indented, therefore, there is not enough space for the sled pushing the driver to continue its run. When the mechanism is forced the wedge band will bypass the sled, as stated in the IFU "if resistance is felt, stop and replace the cartridge" the instrument was disassembled to verify the condition of the internal components, and the left shroud pinion axle support was found damaged. No functional test was performed due to the condition of the instrument. The analysis results found that device b was received with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test was performed due to the condition of the device, however, the returned cartridge was loaded into a test device, and it fire cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth and firing trigger teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.batch# for device b: d5hv0w. Exp date: 03/12/2012; mfg date: 04/12/2007. Device a cartridge 3500a: mfg date 3/15/2007; exp date: 2/15/2012.